Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 60 units and remained static until the cartridge decreased to 0 units. There was no reported impact to the customer's blood glucose level.